Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have one of the blades broken. One of the blades was broken near the tip of the blade. Broken piece was not returned, approximately 0.05" x 0.08" in size. The root cause of broken instrument blades is typically attributed to the user.

Event description:
It was reported that after a da vinci-assisted total benign hysterectomy procedure, the tip of instrument is bent/broken. The procedure was completed with no reported injury.